Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103098.

Event description:
Related manufacturer report number 3006705815-2022-15091. It was reported that the patient's ipg had reached end of life. Additionally, the patient was not receiving effective therapy due to auto reducing. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy. Note: investigation did not confirm which lead(s) were auto reducing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.